Event description:
I sent a note from (B)(6), my electronic medical record, to another doctor. My note cannot be seen in (B)(6). This resulted in a failure to diagnose a patient, a repeated spinal tap, and delay in care.